Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer with spinal pain reported issues with swelling at the implantable neurostimulator (ins) site since implant ((B)(6) 2016). On (B)(6) 2016, the patient saw the healthcare professional and stimulation was turned on; the patient¿s right leg started to twitch with stimulation on. It was also reported that the patient could feel stimulation on the right side, but not on the left side, and that the stimulation was not working. The healthcare professional did fluoroscopy, and told the patient that the leads were not in the correct position and needed to be revised. It was noted that the healthcare professional had recommended paddle leads; the patient was told she may need to have the leads replaced with paddle leads. The leads were revised on (B)(6) 2016. After the revision, the therapy worked the same as before (meaning the coverage was only on the left side and not the right side, although, it was previously reported the patient felt stimulation on the right side but not the left side). On (B)(6) 2016, the patient had an appointment with a healthcare professional and it was found that the patient has scoliosis which was preventing therapy from getting to the right side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a patient that reported that the event occurred in (B)(6) of 2016. The patient¿s battery was overdischarged and unable to charge due to patient non-compliance. No troubleshooting had been performed at the time that the additional information was received, but the patient was informed that the manufacturer representative would help to jumpstart her battery. The patient declined and noted that she had discussed with her health care provider to have the system explanted. The patient reported not getting adequate relief to keep the system implanted and in use. The issue was resolved at the time of the report. A surgical intervention had not occurred at the time of the report, but one had been planned, but not yet scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was having their spinal cord stimulator removed and was planning on having it replaced with a pain pump instead. No date was provided for planned removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they lost their follow-up letter and the only thing they could remember that was on it was requesting for the patient's weight. The patient reported their weight. The patient then reiterated events that were previously reported. They mentioned their previous lead revision surgery on (B)(6) 2016 and having paddles implanted because the healthcare provider (hcp) had put the leads in the wrong place the first time. It was also state that the patient had spoken with their hcp about their reported issues stated that they were in the hospital on wednesday to have a pain pump trial. The patient was told if the trial was successful, they would have their stimulator explanted when the pump would be implanted. The patient said the pump trial has been successful so they would be implanting the pump within the next couple of weeks, though the date had not yet been scheduled. It was reported that when the patient reviewed that the x-rays from before the patient were implanted, with their manufacturing representative, they "couldn't understand why they implanted the patient with the stimulator, as the curvature of the patient's spine would prevent the therapy from being effective for them." It was reviewed that the decision for implant was up to the hcp and the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-01-05 that reported that the patient had experienced stimulation in an undesired location. When the manufacturer representative turned stimulation on post-implant on (B)(6) 2016, instead of feeling stimulation on the left side, her right leg ¿shot up¿ and nearly kicked the manufacturer representative in the head. The patient felt no stimulation on the left side. It was determined that the lead wires were not in the correct position. A lead revision was performed on (B)(6) 2016 and the therapy worked until (B)(6) 2016, but the lead wires moved out of place again. The health care provider had told the patient that her leads were moving out of position because of her scoliosis diagnosis. The patient had not used stimulation since (B)(6) 2016 and had tried to charge in (B)(6) 2016, but she was not able to connect to charge. This was considered a gradual change in therapy. Information received from the patient on 2016-12-05 reported that the patient was not able to charge her implantable neurostimulator battery for about two weeks due to being sick in the hospital because of an unrelated ephemeral bypass surgery. The patient was trying to charge her device at that time; however, she thought that it was dead and it wouldn¿t charge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that before implant the patient was in a car accident and had jumped out of planes in the military. It was reported that with the initial implant the surgeon put the leads in the wrong place on (B)(6) 2018. There had been no therapeutic effect since implant. The patient had a revision surgery in (B)(6) where they replaced the unit and leads. It was reviewed during the call that device registration indicates the patient had the leads replaced in (B)(6) but the ins had not been replaced. The patient reported that they could never get it o affect the right side. It only affected the left side and if the patient turned it on it would hit their rib cage instead of where it should. Per the patient, the manufacturer representative and health care professional (hcp) told the patient that they had scoliosis so bad that their spine nad moved so it moved the leads and that was why it was hitting the patient in the rib cage. It was stated that all of this was discovered sometime in (B)(6) 2016. It was also reported that the patient¿s implant got hot during recharge and this had been going on since it was implanted on (B)(6) 2016. On (B)(6) 2016 the patient went to the hcp office and the nurse practitioner told the patient not to use it anymore. In (B)(6) the patient met with the manufacturer representative . The manufacturer representative and hcp talked and determined that the patient should not have had it put in because their scoliosis was so bad. It was also stated that the patient had not been able to turn it on at all because it was overdischarged. The manufacturer representative got it out of the overdischarge and reset it so they could get it into MRI mode for the patient¿s MRI. The device had been taken out of overdischarge about a month back. It was stated that the patient had multiple sclerosis and so they fell a lot. It was stated that the patient had multiple falls since implant and had fallen 2 weeks ago in (B)(6) 2017. The patient currently had a pain pump trial and did not report any problems with the trial.

Event description:
Additional information was received from the patient reporting that the only steps/actions they have taken regarding their previously reported issues was that they were working with their healthcare provider to get their implantable neurostimulator removed and get a pain pump instead. It was also reported that the patient mentioned that they were also in the hospital for "something else". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had a revision/ the lead was implanted backwards and they had pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-01. Patient medical history was noted to be diagnosed with scoliosis in childhood, a diagnosis with multiple sclerosis (ms) in 2006, femoral bypass surgery in (B)(6) 2016 (specific date asked but unknown, physician name asked but unknown), between (B)(6) 2016 and (B)(6) 2017 patient had surgery to repair a tendon in her pinky finger (specific date asked but unknown, physician name asked but unknown), and 6 hospitalizations since (B)(6) 2017 for potential cellulitis in the patient¿s leg. It was reported that the first stimulation system leads were not working right. The patient was going to have paddle leads put in with the second stimulation system but the physician decided to place similar leads as the first stimulation system in. Per the consumer, the hcp told the patient that due to their scoliosis, they were not a good candidate for the stimulation system. The stimulation systems were removed. Dates were asked but could not be clarified by the consumer. It was reported that the patient had a hard time recalling things because of their ms. No further complications were reported.

Manufacturer narrative:
Information initially reported in MDR #: 3004209178-2017-08852 was determined to apply to this event. Any further information received regarding this event will be reported in MDR #: 3004209178-2016-14979. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins did not work for the patient and they were getting ready to take it out. Patient stated when they first tried to turn the ins on 5-7 days after implant, her right leg shot up. Patient also stated they did a fluoroscope and found that the leads were not connected in the proper area. Patient stated they had to do a revision and replaced the leads on (B)(6) 2016. No further patient complications have been reported as a result of this event. Additional information was received from the patient on (B)(6) 2017. The patient reported that she was calling in response to a letter. The patient reported that this was the third letter she had received and she had already sent back the previous two. The patient reported that there was only one question was different, which asked about the outcome/if the problem was resolved. The patient reported that it had not been resolved, she was planning to have to system explanted and have a pump implanted. The patient reported that the explant was not scheduled yet but had a meeting to discuss it on the day after the report with the surgeon. The patient reported that there were two reasons why her stimulation didn¿t work, first the surgeon placed the lead in the wrong area and stimulation didn¿t work and second time she had a revision and it was done correctly however she had scoliosis and when she moved her spine turned and it moved the leads and that was why it didn¿t work and that¿s what the manufacturer¿s representative told her. No further complications were reported. Additional information was received from the patient on 2017-06-05. The patient reported that they were implanted with a spinal cord stimulator (scs) on (B)(6) 2016 for pain. The patient reported that she met with her doctor (hcp) and a manufacturer¿s representative (rep) to turn on the scs. The patient reported that when the scs was turned on the stimulation was felt on the wrong side of the body. The patient reported that after several attempts it was decided that the leads were placed in the wrong side of the body and would require a revision and a date was set. The patient reported that a week after a date was set, they were informed by the hcp that she may be referred to a neurosurgeon for the implant of a paddle instead of a lead stimulator. The patient reported that the surgeon said she should have had a pump rather than an scs. The patient reported that a revision of the lead took place but the paddle was not required. The patient reported that she was informed that the leads were okay but was required to be repositioned. The patient reported that she returned to the hcp office to turn on the lead after revision and there was still a problem with stimulation. The patient reported that after several attempts, it was concluded that the patient¿s scoliosis prevented the leads to work as intended and the scs would be explanted. The patient reported that she was still experiencing pain and the leads were still implanted. The patient reported that the leads couldn¿t be used but it needed to be charged from time to time until explant. The patient reported that she thought a third surgery could have been avoided if her x-rays were properly checked before surgery. The patient reported that it had now been determined that she would be a good candidate for a pump after a pump trial 3 weeks prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins was removed and a pump was put in.